Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to noise on the right ventricular (rv) lead. Noise was also noted on the right atrial (ra) lead during the same episode. Boston scientific technical services (ts) discussed that it appears to be electromagnetic interference (emi). Lead measurements were noted to be normal. The patient was not pacemaker dependent and no adverse patient effects were reported. Approximately ten months after the initial event, the ICD was explanted due to normal battery depletion. No further product performance allegations have been made. The post market quality assurance laboratory received this device back for routine analysis, and initial investigation revealed a possible product performance issue. At this time, detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although, the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. Examination of the device's stored electrograms (egm) from the time of the initial event revealed noise on the right atrial and right ventricular channels that appeared to be induced from an outside electromagnetic interference (emi) source. It was not a result of any device issue and was not seen during testing. Therefore, analysis confirmed the allegation of noise was related to emi, and also found that eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.